Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead.  It was noted that the patient reported discomfort due to contraction of the abdomen.  Reprogramming was done and the lead remains in use.  The patient is a participant in a clinical study.  No further patient complications have been reported as a result of this event.